Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-05754. Related manufacturer reference number: 1627487-2021-18406, 1627487-2021-18407. It was reported the patient had an infection at the lead site. Surgical intervention took place in which the leads and anchors were explanted to address the issue. Explant resolved the issue.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.